Manufacturer narrative:
Outcomes attributed to adverse event - other: infection (strep). Mml reference # (B)(4).

Event description:
It was reported that the patient who was implanted with the reactiv8 system on (B)(6) 2022, had a site pocket infection (strep). A culture was taken, and the result confirmed the infection. As a result, the reactiv8 system was explanted on (B)(6) 2022. The device was explanted successfully with no report of patient harm or injury during the explant procedure.

Event description:
It was reported that the patient who was implanted with the reactiv8 system on (B)(6) 2022, had a site pocket infection (strep). A culture was taken, and the result confirmed the infection. As a result, the reactiv8 system was explanted on (B)(6) 2022. The device was explanted successfully with no report of patient harm or injury during the explant procedure.

Manufacturer narrative:
Mainstay medical limited (mml) was only made aware of the infection and explant ten days after the device was explanted and did not have an mml representative present. The device was inadvertently discarded at the hospital site. Therefore, no device analysis can be performed. The device was operating as intended at the time of the event. The device manufacturing and sterilization record were reviewed. All passed the sterilization process, and no observation would have contributed to the confirmed infection. Other device: implantable stimulation leads serial number: (B)(6). B2-other: infection (strep) mml reference (B)(4).